Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial fibrillation procedure, blood leaked from the hemostatic valve immediately after inserting the sheath into the heart and puncturing the septum. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. Air contamination to the patient has not been confirmed. No additional venipuncture was performed due to sheath replacement. The hospital discarded the reported sheath. The only product inserted directly into the hemostatic valve was the included dilator.